Manufacturer narrative:
H.6. Investigation: three photos and one loose 3ml syringe with potential harmful chemotherapy medication was received. The physical sample was not evaluated due to the contents inside. In the photos it was observed there was a loose 3ml syringe with one of the photos displaying a red tip cap attached. It was shown there was a small white foreign matter particle attached to the threading of the luer. Due to limited resolution in the photos it was unclear if the particle was loose or embedded. Additionally, the sample was manipulated so if the particle was loose the origin could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use foreign matter was discovered at the hub with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: the customer find a housing at the luer lock hub. As he was not sure, whether there could be a particle contamination they had to stop the bolus injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered at the hub with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: the customer find a housing at the luer lock hub. As he was not sure, whether there could be a particle contamination they had to stop the bolus injection.